Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 363 mg/dl. The insulin pump was lost at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.